Event description:
Caller reported potential false positive troponin I (tni) results on triage cardiac panel vs. Vista lab analyzer. A (B)(6) female pt with recent knee surgery presented to ER on (B)(6) 2010 with atypical chest pain. History did not point to cardiac event per cardiologist. Cardiac marker testing was performed using triage cardiac marker panel test as 10:42 and at 12:18 with results above the client's cutoff; other cardiac markers were normal. EKG showed no ischemic changes and vista lab test at 19:46 was negative. On (B)(6) 2010, add'l sample draw at 5:28 was also negative on vista and above cutoff on triage. A 12-lead EKG revealed normal sinus rhythm with heart rate of 75 beats per minute and no significant st or t-wave changes. Pt had cardiolite myocardial perfusion scan and no abnormalities were shown. Add'l pt history showed hypertension, mitral regurgitation and kidney disease. Pt was discharged.

Manufacturer narrative:
Investigation pending.